Event description:
Per the clinic, the patient experienced a skin breakdown around the magnet site, exposing the device. Subsequently, the patient was administered with oral antibiotics (specific date and duration not reported) and the device was explanted on (B)(6)2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on january 23, 2024.

Manufacturer narrative:
This report is submitted on march 26, 2024.